Manufacturer narrative:
Manufacturing representative went to the site to test the system. System could not exposure when switched to 3d function, and sometimes report generator and detector not ready error. Checked the system found power supply voltage was lower than 5v, adjusted the voltage to 5.1v, and system was good for use. All tests passed. B02, d02 codes applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported about focal length exposure. There was no patient present.